Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked, and interconnect board cable was torn off the board. Unable to power on unit because of damage confirming the reported customer complaint. The interconnect cable was damaged and disconnected from board. The problem source has been determined to be user interface; the interconnect board was replaced as a result.

Event description:
Information was received that device sensor is bad. No patient involvement.